Event description:
It was reported that the belt clip was broken. Customer's blood glucose was 456 mg/dl but the blood glucose at the time of the event was unknown. Customer treated with insulin. Troubleshooting was done. Advised customer the belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.